Event description:
Patient stating that her ms3 pump was alarming with cartridge removed error. Guided patient through troubleshooting procedures. Patient stated that she feels that syringe with medication is contaminated with air (she thinks air got inside of the syringe- had only 1 ml left)- sn (B)(4). Maintenance date (B)(6) 2019. No adverse event, replaced to back up pump. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver. Dose or amount: 18ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2018 - to current. Diagnosis or reason for use: pah.